Event description:
Some intra lipid 20 tpn (total parenteral nutrition) bags have been leaking after being hung, with cracks noted in the access ports on the leaking bags. The bags seem to be functioning well when initially hung, and are subsequently found to be leaking. This results in the potential for contamination of the product, increased risk of infection for the patient, and waste (leaking bag must be discarded and replaced).in the past year, 20 failure reports have been received within the hospital (approximately 0.05% failure rate). Nursing leadership suspects that the true incidence is appreciably higher based on conversations with nurses.problems with this lipid bag (leaking, cracking access ports) were first reported in 2005. Remediation included education from the vendor on the proper method of spiking the bags for nursed, and was partially successful. Given continued occurrences, the hospital changed to a glass delivery system for lipids and the problem resolved. However, the vendor for this product ceased manufacturing lipids in a glass bottle approximately 18 months ago. Because there is only one vendor for this type of lipid product, the hospital was forced to return to the bag delivery system provided by baxter healthcare corporation. The problems with cracking and leaking recurred and continue to the present. No known patient harm has occurred.